Manufacturer narrative:
(B)(6). Date of report: 06aug2019. The manufacturer¿s international service technician confirmed the reported restart issue. The manufacturer¿s international service technician replaced the central processing unit (cpu) printed circuit board assembly (pcba) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Root cause: this customer returned cpu pcba was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found ventilator restarted error code in the error log. There was no patient involvement.